Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) replaced with a tactra. The patient had presented with an infection in their scrotum which was treated with oral antibiotics, removal of the ipp system, washout of infected area, and placement of tactra device. The doctor believes that poor patient health was a major contributor to the risk of infection. There were no further patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.